Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was recieved indicating this implantable cardioverter defibrillator (ICD) was explanted to upgrade to a cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out-of-range (oor) shock impedance measurement of greater than 125 ohms. Additional information obtained from the field indicated the source of the oor shock measurement was not conclusively determined and that the patient will continue to be monitored. The ICD and rv lead both continue to remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that high out of range shock impedance measurements continue to be observed. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.